Event description:
Information was received from a consumer regarding a patient receiving fentanyl, dilaudid and bupivacaine via an implantable pump. The indication for use was failed back syndrome-other and non-malignant pain. The patient reported have been having ¿troubles¿ with their handset since ¿the 2nd¿ daylight savings started. The patient referenced their bolus lockout times not updating appropriately and have to lock/unlock the handset screen and then it may correct itself. The patient also mentioned the lockout time will not update when they set a timer and know they are past the lockout time. Patient mentioned their 10 boluses per day reset at 12:06am but sometimes they won't be able to boluses at 11:50pm before their boluses reset. The patient mentioned ¿the only way to sync to my nurse's time (agent suspected pump time), if you do it manually, that screwed me up big time because for some reason 12 turned into 2, so I stopped doing that.¿ when the agent inquired event date, patient stated ¿the timing wasn't that big of a deal, but it's just been probably the last 5 months it's slowly gotten worse and worse.¿ the patient mentioned they have to charge their handset 2-3 times a day. The patient has had the handset for ¿over 5 years and I've never had a problem.¿ patient also mentioned they are not able to move as much, so they have a hard time finding the pump when trying to bolus. The patient stated they've had difficulties connecting and it can take them up to 10 minutes to bolus and stated it takes a ¿long time' to connect from 91% to 100% 'unless I get the pump filled.¿ the patient had myptm app open so the agent assisted patient in restarting myptm app and patient was able to successfully connect to their pump and request/receive a bolus, and then read an expected 1 hour lockout. When the agent had patient attempt to navigate to the 'about' section, the myptm app screen froze. The patient stated the screen went black and patient plugged handset into charger and saw the handset icons and 82% charge but the rest of the screen was completely black. The patient attempted power on restart and they would swipe up on the handset lock screen but then the screen was completely black. The patient saw a message about an issue with the app but it went away before patient could read it. The patient referenced seeing a message screen before that mentioned the app is not working and to close it and ¿it can't find it.¿ the patient then received a ¿system error, cannot continue, call medtronic,¿ with code 0x4e0ff501. The agent assisted the patient in restarting the handset, but this did not resolve the issue. The patient later saw a ¿not found¿ message due to trying to connect again when communicator was off, but then read a code that said ¿exit application,¿ but unsure of the rest of the message. The patient reported throughout call it appeared the screen was not displaying appropriately. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset. The patient's myptm app freezes during use despite troubleshooting. The patient getting different service codes regarding the myptm app needing to restart. Confirmed not wet/dropped. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d: information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.